Manufacturer narrative:
The authors were unable to definitively determine the cause of the MRI findings. A device history record review confirmed that the device all met material, assembly and performance specifications upon release. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Neurological deficits are a known and anticipated complications to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication. -

Event description:
The patient underwent a balloon assisted coil embolization of a basilar apex aneurysm. Immediately post procedure the patient was neurologically intact and was discharged home the following day. Approximately one month post procedure, the patient developed scintillating scotoma. An MRI scan revealed bilateral white matter changes in the occipital and parietal lobes with punctate enhancement. Approximately ten weeks post procedure, an examination revealed right upper extremity dysmetria and inability to tandem walk. Imaging showed stability in the previously identified lesions. An MRI scan twenty weeks post procedure revealed dramatic improvement in the white matter changes without treatment. Nine months post procedure the visual symptoms had resolved and there was near complete resolution of the white matter changes.